Event description:
The handle separates from the shield. This was discovered in the white of the patient's eye during surgery. The piece was removed and the patient did not suffer any injury as a result.